Manufacturer narrative:
The complaint has been visually verified; however the root cause could not be determined with confidence. It is possible the device reached its end of useful life or the device potentially came into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported during a procedure using a super multivac 50 ifs wand, the metal plate on the tip of the device broke off while inside the surgical site. The surgeon was unable to retrieve a portion of the broken tip. There were no additional complications reported as a result of this event.